Manufacturer narrative:
The investigation of the reported event was completed by our experts. Initially hospital¿s biomed department made an attempt to resolve the issue but was unsuccessful and had to contact siemens local service for support. Under remote guidance from the siemens service engineer, a power reboot of the system was performed, after which the system returned to normal operation a more detailed and verifiable analysis of the reported issue was not possible due to the absence of log files and no onsite intervention by siemens service. Additionally, no spare parts were replaced during the resolution process. Based on expert assessment and considering that no further issues were reported following the system power reboot, the exact root cause of the complaint could not be determined retrospectively. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee iii ceiling system. During an emergency patient procedure, no x-ray exposure was possible, which led to a delay of the procedure. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of the reported event. A supplemental report will submitted if additional information becomes available.